Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Event description:
After implantation of the smart control nitinol stent the customer claims, that its length is of 80mm and not of 60mm as it should be. This issue was observed by the customer after stent implantation. There were no anomalies noticed during unpacking, preparation or stent placement. There were no negative patient consequences reported. The age and gender of the patient is unknown. The target lesion location is unknown. The length of the lesion is unknown. The characteristics of the vessel are unknown. There was no difficulty encountered while advancing the device toward the lesion. There was no unusual force used at any time during the procedure. The deployed normally. After deployment, the stent expand fully with good wall apposition. The stent covered the entire lesion. It is unknown if the stent was post dilated. There was no reported injury to the patient.

Manufacturer narrative:
After implantation of the smart control stent the customer claims that the length is 80mm and not 60mm as labeled. There were no anomalies noticed during unpacking, preparation or stent placement. There was no reported patient injury. The target lesion location is unknown. The length of the lesion is unknown. The characteristics of the vessel are unknown. There was no difficulty encountered while advancing the device toward the lesion. There was no unusual force used at any time during the procedure. The stent deployed normally and expand fully with good wall apposition covering the entire lesion. One non sterile pkg assy 10x060 smart vas 80cm was received inside a plastic bag. The unit was deployed. The stent was not received. A kink was observed at 13cm from ID band. No more anomalies were found. Dimensional analysis was not performed since the stent was not received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kink" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported by the customer "stent - incorrect length-too long" was not confirmed since the stent was not received. The exact cause of the failure was not conclusively concluded however according to the process is not possible to load a 80 mm stent into a 10x60 device due to the distance from stop to brite tip is shorter than required to load a 80mm stent. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. According to the product analysis it is not possible to load an 80 mm stent onto a 10x60 delivery system because the distance from the stop to the brite tip is shorter than required to load an 80mm stent. The instructions for use advises the user to "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker". It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. With the information provided vessel characteristics and procedural factors may have contributed to the reported event.